Manufacturer narrative:
Removed medical device problem code 1494 (off label) and added code 2017 (improper or incorrect procedure or method). An event of material deformation, improper or incorrect procedure or method, and perivalvular leak was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The provided procedural imaging was reviewed by an abbott clinical engineer. Based on the information received, a cause for the reported perivalvular leak and material deformation could not be determined. The reported improper or incorrect procedure or method was due to user re-used the device. The reported patient effects aortic valve insufficiency/regurgitation could not be determined. The reported hospitalization, unexpected medical intervention and surgical intervention were a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Please note that per the instruction for use, navitor¿ transcatheter aortic valve implantation system , inspect the valve capsule to ensure loading was successful. The surface should be smooth and free from ridges or creases. If a device is found to be incorrectly loaded, replace the valve and delivery system with new components. Caution: do not re-sheath the valve more than two times. If additional positioning attempts are needed, completely re-sheath the valve and remove the valve from the patient. Use a new valve and delivery system to complete the procedure."

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 35mm navitor valve was selected for implant through a high left femoral access. It was originally planned for a recommended transaxillary approach, but was changed after final CT review with attending vascular surgeons. The annular dimensions of the patients were: perimeter: 86.3mm (per der: 27.5) area: 426mm2 (area der: 27.3) diameter: 24.9 x 29.6mm (average: 27.5mm). During the procedure, a pre-balloon valvuloplasty was performed using a 24mm x 40mm non-abbott balloon. While trying to advance the delivery system, it was unpassable at the external iliac section on the first insertion attempt, leading to a lithotripsy of the left femoral artery. The entire navitor system taken out and the same valve was re-prepared and loaded in a new delivery system as per implanters instruction. A screening was done prior to insertion and showed no signs of misloading. After one resheat, the valve was able to be successfully deployed at a depth of 5-8mm, but with moderate to severe aortic paravalvular leak. A post-dilatation was then performed with a 26mm x 40mm non-abbott balloon, but showed no marked improvement. A valve-in-valve procedure was carried out with a 26mm non-abbott device and which was implanted lower than annulus level. There was mild to moderate paravalvular leak after the second valve. The additional valve implant caused the procedure to be prolonged. In the post-case discussion and imaging review of procedure, it was noted that there was overlapping of 1 tab and spine that had caused infoldings going distally. The healthcare professional stated they don't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient remained hemodynamically stable throughout the procedure and is currently stable.